Event description:
The field engineer reported that the ups batteries were bad. When this occurs the system would not boot up. This resulted in a total loss of navigation functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ups batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.